Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be swollen. The "up" and "down" keypad button was intermittently responding. The keypad was removed and the key contacts were misaligned. The "up" "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the buttons were intermittently responding on the keypad. The buttons bounce and spring back but have to be pressed multiple times to elicit a response from the keypad. The rptr denies damage to the keypad or exposure to moisture and cleaning products.